Event description:
The pt underwent a urodynamic measurement in 2005 during a clinical study. About a month later, the pt complained of urinary frequency, urgency, and urge incontinence, and was confirmed to have a urinary tract infection of enterococcus. The pt was treated with levaquin 500 mg for seven days, and returned to the office a week later improved but with some residual urge incontinence.